Event description:
Customer reported via phone call, the display on the insulin pump wasn't readable anymore. Customer's blood glucose was 9 mmol/l. The device was not dropped, bumped, nor exposed to an MRI or fluids. Customer was advised the device needed to be replaced and agreed to return it for analysis.

Manufacturer narrative:
No display anomaly noted. The insulin pump was had battery tube threads cracked, cracked reservoir tube lip, minor scratched lcd window, cracked case at display window corners, cracked belt clip slot and cracked lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.